Event description:
Customer reported an issue with incorrect time settings on their device, which resulted in a blood glucose level of 542 mg/dl. Customer took corrective action by administering a correction injection via manual daily injection. Technical support assisted in updating the pump time and advised monitoring for any future discrepancies. Customer did not require assistance from a third party and agreed to follow up if the time discrepancy reoccurred.